Event description:
It was reported that the patient went septic and was hospitalized post spinal cord stimulator (scs) implant procedure. The location of infection leading to sepsis was unknown. The physician believed that it was not device nor procedure related and that the patient has lupus. It was also mentioned that there had trouble keeping the patients blood pressure up. The patient was given antibiotics and is currently doing well.